Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before intubation the cuff was checked when inflated, then a leak was found and could not be used. The tube was replaced and inserted, which delayed the treatment time of the patient.